Event description:
Reporter was advised by medtronic to generate a medwatch report regarding her insulin pump. Her previously owned insulin pump had to undergo a battery cap revision and she received her new pump in the spring of 2024. Reporter stated that she is not having any problems with her present pump and that it is working well.